Event description:
It was reported that the arctic sun device had occurred alarm 113 (water temperature control degradation alarm). Per review of wo on 15dec2025, there was no patient involvement. Per sample evaluation results received via task on 06jan2026, it was reported that the failed chiller unit contributed to the reported issue. Despite the chiller pump was not running, the piping of the chiller assembly did not freeze.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Alert 113 reduced water temperature control seen in event log. It was confirmed that there was water inside the chiller tank, but the water temperature did not decrease. Upon inspection, the chiller pump was not operating. Chiller pump replaced. Despite the chiller pump not running, the piping of the chiller assembly did not freeze. Chiller assembly replaced. This device was evaluated for functionality per (B)(6). It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. (B)(4) was reviewed for this investigation. The reported event is addressed in step # (B)(4). This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.